Event description:
It was reported that needle separation occurred before use with a needle 18x1-1/2 rb. The following information was provided by the initial reporter, "this needle was attached to a syringe. When cap removed from needle, needle separated from the needle base and fell apart."

Manufacturer narrative:
Investigation: one (1) sample was returned from the customer for investigation. The sample was returned with the needle hub attached to a syringe and the cannula (needle) in a separate container. A blister pack was also provided by the customer. The needle hub and cannula were examined visually using unaided vision. It was observed that there is not sufficient epoxy on the cannula. A machine malfunction caused insufficient epoxy to be applied to the needle hub / cannula assembly which resulted in the cannula not being secured in the needle hub. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle separation occurred before use with a needle 18x1-1/2 rb. The following information was provided by the initial reporter, "this needle was attached to a syringe. When cap removed from needle, needle separated from the needle base and fell apart."